Event description:
It was reported that the patient was admitted to a hospital with a "heart attack." The daughter of the patient told the nurse, that a physician labeled the attack "secondary to hypoxia due to narcotic overdose. The patient was on "7.5 norco at 1.5 tabs at night." There was no device allegations reported. The patient's status at the time of report was "alive-no injury." The pump system was delivering hydromorphone. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).